Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor error alarm during bolus. The insulin pump passed the displacement, rewind, basic occlusion and prime/a33 tests. No motor error noted during the prime/a33 test. No cosmetic damage.

Event description:
Customer's wife reported a motor error alarm when changing her husband's infusion set. Customer's blood glucose is 219 mg/dl. Troubleshooting found the motor error alarm occurred during priming and there was not any significant events leading to the alarm. Customer was advised to disconnect from the pump and revert to their back-up plan while a replacement pump is being shipped. No additional information is provided.